Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the physician questioned the data reflecting the ventricular pacing percentage from the cardiac resynchronization therapy defibrillator (crt-d). It was noted the atrial port of the device was plugged and the device was programmed to vvi, however, atrial oversensing was observed, resulting in incorrect ventricular pacing percentage data during a device interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.